Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a roux-en-y procedure. While being applied at the bowel, the stapler locked onto the tissue and the stapler was unable to fire. The doctor said the instrument felt funny when she opened the jaws. When she clamped down on the tissue she did not feel comfortable firing the device. She tried to remove the reload off of the bowel it seemed to be stuck. They were struggled but eventually able to removed the device without difficulty from the tissue. The case was completed using a new device. The patient was alive with no injury.